Manufacturer narrative:
(B)(4)

Event description:
Physician was attempting to treat a moderately calcified lesion with severe tortuosity and 90% in the right sfa using spider fx and 2 hawkone atherectomy devices. The lesion was pre and post dilated. The device was prepped as per IFU. It was reported that the physician experience severe resistance during withdrawal of the first hawkone device and the tip broke and separated. The guideiwre locked up on the catheter. A spider wire was caught on the hawk one. The wire pulled out of wire port on tip, both were removed in tandem. Then a 2nd hawkone was used. It was reported that the second hawkone would not pack and a third hawkone was opened to complete the procedure. There was no injury to patient.

Manufacturer narrative:
Correction to manufacturer address. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.